Event description:
New information received indicates that another instance of non-sustained rv oversensing was observed. The noise was reproducible with deep breathing and coughing. The device was reprogrammed and the oversensing went away.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported through remote transmission that an episode of non-sustained rv oversensing and low level noise on the discrimination channel were observed. The patient was asymptomatic. No programming changes were made since this was the only instance of oversensing.